Manufacturer narrative:
Qn# (B)(4). UDI number unavailable as complainant did not report a lot number.

Event description:
It was reported that: "doctor noticed a crack in the hub of the introducer needle prior to using. He noticed air leaking through hub. Opened a second set to complete procedure." Associated complaints 3006425876-2024-00613, 3006425876-2024-00614, 3006425876-2024-00615 and 3006425876-2024-00612.

Manufacturer narrative:
Qn#(B)(4) correction g.4 510k number has been removed as it does not belong to this product code.

Event description:
It was reported that: "doctor noticed a crack in the hub of the introducer needle prior to using. He noticed air leaking through hub. Opened a second set to complete procedure." Associated complaints 3006425876-2024-00613, 3006425876-2024-00614, 3006425876-2024-00615 and 3006425876-2024-00612.

Event description:
It was reported that: "doctor noticed a crack in the hub of the introducer needle prior to using. He noticed air leaking through hub. Opened a second set to complete procedure.". Associated complaints(B)(4).

Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a lot number. The customer report of a cracked needle hub was confirmed through visual analysis of the customer provided photo. Visual inspection of the customer photo revealed a crack on the needle hub. A de-vice history record review was performed based on sales history, and no relevant findings were identified. The failure mode identified is consistent with the failure mode investigated per CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. CAPA was implemented to address the issue of the cracked needle hub. The last goods receipt dates of the needle hub batches in each provided potential lot based on sales history were reviewed. The implementation date of CAPA occurred after the last goods receipt of all the needle hub batches involved with this complaint. Teleflex will continue to monitor and trend for reports of this nature.